Manufacturer narrative:
Device is a combination product. The device has been received for analysis. Synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the second and third proximal struts damaged and lifted.

Event description:
Reportable based on device analysis completed on 29mar2019. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 2.75 x 24 synergy ous mr drug eluting stent was advanced but could not cross lesion. The procedure was completed with different device. No patient complications were reported. However, returned device analysis revealed stent damage.